Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an issue with a roche cardiac pipette. The customer alleged the needle separated from the syringe body. The cap on the end of the device also seemed to be "falling apart." There was no allegation that an adverse event occurred. The customer could not provide the lot number of the device. The device was requested for investigation.

Manufacturer narrative:
The investigation confirmed the customer's allegation. Customers have been informed via customer notification. The us is not impacted. The affected part is used only on the h232 which is a device not marketed in the us.